Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient's new ins was functioning well and stated their old (explanted) stimulator battery died early because they had it turned on all of the time. The patient reported that they weighed (B)(6) at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient reported their previous ins was surgically removed and replaced because it ¿started going downhill¿. The patient clarified this by stating that it progressively lost the ability to hold a charge. At first the patient stated they would only have to charge it once per month, and then it worsened so the patient needed to charge it three times per week. The patient stated they ¿had it on all the time¿ which contributed to it ¿going down¿. It was indicated that a revision/replacement occurred on (B)(6) 2015. It was indicated that the patient had already had their ins replaced. The event occurred in 2014. No further complications were reported/anticipated.